Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed functional testing including the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08695 inches. Unit was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer had symptoms such as nausea. Customer's current blood glucose value was 324 mg/dl and the blood glucose was 500 mg/dl at the time of incident. Troubleshooting was performed. The customer was in emergency room and was hospitalized on (B)(6) 2018 at 9:30 pm. The blood glucose value when admitted to hospital was 329 mg/dl. The customer complained and cause of hospitalization per healthcare professional's was about hyperglycemia and dehydration. Customer wearing the pump at time of hospitalization. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer declined to check for possible site/insulin issues. Customer declined to check their settings. Customer could not perform the high pressure test and performed displacement test and test results were passed. Customer was explained about the 2 high blood glucose rule the product was returned for analysis.